Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A pusher wire, coil and introducer sheath were returned for this complaint. Visual inspection revealed that the coil and pusher wire arms were not interlocked. The twist lock of the introducer sheath had been opened. The coil main was returned kinked and stretched. The pusher wire was found kinked. Functional inspection was performed and revealed that the pusher wire was advanced through the introducer sheath without problems, no resistance was felt. Microscopic inspection of the pusher wire was performed and observed that the proximal end has a smooth surface. The interlocking arm was inspected and no anomalies were noted. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. The coil main was found kinked and stretched. Dimensional inspection of the pusher wire that could be measured were performed and were within specifications. Dimensional inspection of the zap tip outer diameter (od), primary coil od of the main coil were performed and were within specifications. Dimensional inspection of the number of coil fiber bundles was performed and revealed that there were lacking fiber bundles.

Event description:
Reportable based on device analysis completed on 09oct2019. It was reported that there was resistance in advancing the coil. The target lesion was located in the internal carotid artery. A 5mmx8cm interlock was selected for use. During procedure, high resistance was felt upon advancing the coil into the lesion and failed to deploy. The coil was then removed together with the catheter from the patient's body, however, it was damaged upon withdrawal. The procedure was completed with another of the same device. No complications reported and patient was stable. However, device analysis revealed missing fiber bundles.